Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-25 that has a similar product distributed in the us, list number 8k25-27. Additional patient information. Patient identifier: - multiple = sid(B)(6). There was no additional patient information obtained from the customer.

Event description:
The customer reported falsely elevated architect ipth results on three patients that were run as a comparative study. The results provided were: sid(B)(6) = architect 89.4pg/ml / result on a different brand = 52.40; sid(B)(6) = architect 105.1pg/ml / different method = 61.54pg/ml / sid(B)(6) architect = 147.4pg/ml / different method = 85.39pg/ml. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets for lot 00717i000 did not identify an increase in complaints or trends for the issue. Return testing was not completed as returns were not available. Manufacturing documentation for lot 00717i000 was reviewed and no contributing factors to the complaint could be identified. Historical performance of the architect ipth assay was evaluated using world wide data from abbott link for both stat and routine assays. The patient median for lot 00717i000 is within the established control limits. A review of labeling was found to adequately address the issue under review. The customer was referred to a study, "performance characteristics of six intact parathyroid hormone assays ". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010 for additional information. In conclusion, the study indicated that standardization efforts are warranted and assay-specific decision limits are required. Based on this investigation no product deficiency was identified for the architect ipth, list number 08k25-25, lot number 00717i000.